Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: (1) the tip of the sheath was pressed against the tissue of the trachea, bronchi, esophagus, and surrounding organs. (2) the sheath and coil sheath were bent when the scope was pushed in while the sheath was pressed against the tissue. (3) when an attempt was made to push the needle out with the sheath and coil sheath bent, the tip of the needle got caught in the bent part of the coil sheath, making it impossible to push the needle out. (4) when the needle could not be pushed out, further force was applied in an attempt to force it out, causing the needle to pop out from the side of the sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single-use aspiration needle protruded from the side of the sheath when the needle was pushed out. There was no patient involvement.